Event description:
It was reported that the patient presented for pacemaker change for normal elective replacement indicator(eri). Upon interrogation, it was noted that the right atrial (ra) lead exhibited no atrial capture and high pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.